Event description:
Physician reported after injection with juvederm ultra xc in the nasolabial folds with and juvederm voluma with lidocaine in the cheeks, patient developed "pain, warmth, swelling redness" and "infection" 5 days after injection. Patient was treated with ice, "duricef", and "voltaren." Patient developed a vague lump 5 days after treatment.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to follow up with the injecting healthcare professional have been unsuccessful; device lot number is unavailable at this time. Device labeling: precautions for use. As a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occuring after the injection. Induration or nodules at the injection site. Patient must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.